Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage (kitchen). Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved the intial concern;customer is satisfied with the blood glucose reading of the new device;customer did not seek medical attention.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90mg/dl-175mg/dl fasting. Verified the strips expire 5/31/2017.customer confirms the strips have been stored in the kitchen and were first opened 3/31/2016. Reviewed meter memory: (B)(6). The customer is concerned with the results 226mg/dl and 205mg/dl in the meter's memory.the customer states the blood sugar started going up after customer got the flu on (B)(6) 2016. Customer was at the hospital on the (B)(6) and was released on (B)(6) 2016. This was all due to the flu and not diabetes problems. At the hospital the true track meter was reading higher than their hospital's meter. The customer has not had any changes in diet. The customer test the blood sugar fasting in the mornings and will wait at least 4pm after a meal to perform a blood test. The customer tests the blood sugar 4-5 times a day. Customer is concern of the high results because is testing regularly. The code chip matches the test strips.